Event description:
The event occurred on an unspecified date and involved a secondary set, secure lock, with IV set hanger, 34 inch. The customer reported that they had two instances where the leaking of secondary tubing was further down the line set on the tubing. The patient was near spill but had no exposure from what could be assessed by staff. It was also stated that staff were not directly harmed as they were wearing personal protective equipment but caused a hazardous drug spill and required staffing resources to clean. There was also delay in therapy as the medication had to be discarded and remixed by pharmacy. The medication involved in the event is vincristine. There was patient involvement, but no harm reported. This captures 2 occurrences.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.